Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild detritus buildup; the fiber was tested with hene laser fixture, aim beam was present at fiber output window; normal cap wear was observed. Probable root cause: based on the product analysis results, the probable root cause of the failure is: based on the results of the investigation, the product complaint could not be confirmed. There is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, reduced vaporization efficiency was noted @ 15,656 joules. Gland volume 43 ml. Time expended 2:53. The procedure was completed with an alternate procedure (turp). There were 'no damages to the patient" reported.